Manufacturer narrative:
The suction ring was displaced from center and as a result there was increased tilt to the lens. It was also noted from the treatment images that it does not appear that the pid arm was properly seated to the suction ring and that the pid arm was not locked to the ring. Significant tilt can in some instances lead to inferior incision quality. The capsular incision showed a sausage' appearance, indicative of less than optimal photodisruption. This would likely be attributed to the increased tilt from suction ring placement and docking. This may have led to adhesions or possible capsular tags. Laser system log files were reviewed, no error messages were recorded and the procedure was completed 100%. No indication of device malfunction was found. During a post- operative clinical follow up the doctor mentioned that the patient had a vitrectomy performed following the cataract surgery and the vision was 20/30 uncorrected. No additional follow up was reported. Root cause: user error.

Event description:
Customer reported on (B)(6) 2015 a radial tear during phaco after the surgical procedure was completed on the lensar system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported on (B)(6) 2015 a radial tear during phaco after the surgical procedure was completed on the lensar system.